Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that after finally getting internal device to show a full charge, they starting getting intermittent shocks down their right arm. The pt has requested a referral to a pain management doctor. Once they receive an appointment, the pt will contact a new manufacturer representative (rep) to interrogate the device. The issue has not been resolved.

Event description:
Information was received from patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller reported the patient (pt) experienced a shocking sensation from the neck down through the patient¿s arms. For the event date, caller stated probably on (B)(6) 2025.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.